Manufacturer narrative:
Model number/catalog number: sc-8336-70, (B)(4), batch/lot number: 19425393, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an explant procedure.